Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead when the asymptomatic patient presented in the operation room for a normal device change out. The lead was capped and replaced. The patient was stable post procedure.